Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, the helix would not extend. Three attempts were tried, two against the right ventricle apex and one on the scrub table. Thirteen turns were performed on each attempt. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.